Manufacturer narrative:
The asp replaced pcba, data acquisition, v60 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a pressure sensor autozero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that the pressure sensor failed to automatically zero. The rse recommended to replace the data acquisition printed circuit board assembly (pcba). Investigation ongoing.

Manufacturer narrative:
E: (B)(6).